Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the communicator is not getting charged anymore. Patient said the power cord and docking station are bad. Agent asked patient if they had a spinal cord stimulator implant and patient said they just had it put in not long ago. Agent asked clarifying questions and patient said they have something that says boston scientific and he will call them. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. Sincerely, this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).